Manufacturer narrative:
((B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple devices. There are no additional details regarding the additional devices. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were 3 sutures used in the same procedure and same patient? Procedure name? Patient symptoms- describe the manifestation of reaction (location, severity, appearance, systemic or local reaction)? Does the patient have known allergic history to medical device, food or medications? What medical/surgical intervention was provided to the patient due to reaction and leakage of fatty discharge? Provide prescribed medicine name and dosage, if used. What was done due to delayed suture absorption? Patient¿s current condition?.

Event description:
It was reported that a patient underwent an unknown surgical procedure on an unknown date and suture was used. On (B)(6) 2017, after 15-20 days post-surgery, the suture was not getting dissolved and the patient had a reaction with leakage of fatty discharge. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Pc-(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Additional h3: the sterility test of retain sample was found complying to specification.